Manufacturer narrative:
Pump passed displacement test, self-test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 09/26/2025 00:02:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 3.0 received the low battery alert (104) on 09/26/2025 00:02:00 after more than 7 days at 10.17 days. Battery cycle 2.0 received the low battery alert (104) on 09/15/2025 00:15:00 after more than 7 days at 9.27 days. Battery cycle 1.0 received the low battery alert (104) on 09/05/2025 05:57:01 after more than 7 days at 9.63 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case. The sc1-cap/reservoir does lock properly. Unexpected battery power loss and charge/battery lasts less than expected was not confirmed. Customer alleged not confirmed for pump unable to pair to the transmitter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a low battery alert prior to the replace battery alert, and a loss of communication between the transmitter and the pump. The customer was treated with an insulin pump. The event involved product(s) mmt-7040a, unomedical, mmt-1884, mmt-7841zn, unk_reservoir. Troubleshooting was partially performed, and the communication issue was resolved. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a, unomedical, mmt-7841zn, unk_reservoir. Mmt-1884 was requested and customer response was the device will be returned.